Event description:
Edwards received information through its implant patient registry that a 23mm aortic pericardial valve, implanted nine (9) years, seven (7) months, and one (1) day, was explanted and replaced with a different model 23mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to severe prosthetic aortic insufficiency and stenosis. The valve is not available for evaluation because it was discarded by the hospital. No other information has been made available.

Manufacturer narrative:
This device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the health care provider responded that this device was explanted due to severe aortic insufficiency and stenosis. However, no other information was made available. Without additional information from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action applies to this case. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.